Event description:
It was reported to philips that the system fails to boot; startup application issue persists on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Information on the reported issue was provided to the customer. The system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).